Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 13.9 mmol/l (250 mg/dl). It was reported that the pink slide did not move forward, is not visible in the viewing window, indicating a needle mechanism failure. As treatment, a new pod was placed.